Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Pt's home health nurse reports pump malfunction (serial number and expiration date not provided) for pt. Nurse states it is stating "time out". Still happening after battery replacement. She did not place tubing. Pump needs replacement. Nurse directed to infuse via gravity today. Return material sent for return of pump associated with event. Availability of pump associated with event is dependent upon pt returning pump. No adverse event(s) reported due to product issue. No further info.